Event description:
The report rec'd from the pt/initial rptr through the medical affairs dept indicated that the pt had a palmaz schatz 15 mm stent implanted in an unk vessel. Approx eleven yrs and ten mos after the index procedure, the pt had restenosis at the implant site. The restenosis was treated by implantation of an unk cypher stent. The pt was discharged on plavix for antiplatelet therapy. No add'l treatment was rendered and the event was reported to be resolved.

Manufacturer narrative:
Add'l info rec'd indicated the pt was experiencing nosebleeds related to the antiplatelet therapy. The pt also had a pacemaker insertion-date unk. These events were determined to be not reportable. Add'l info has been requested. The prod is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.